Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported a female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a repositioning sheath was newly inserted and dressed appropriately. The patient moved to stretch and blood began to ooze from the access site area. Due to excessive bleeding the site had to be redressed more than once, 11 units of red blood cells(rbcs) were given and a femostop was placed to help control the oozing. The patient's partial thromboplastin time (ptt) was elevated and removal of peripheral heparin drip helped with treatment. The patient's foot was also noted to appear dusky and the femostop pressure was lowered. Eventually, the impella was weaned and explanted.